Event description:
It has been reported that the bd vacutainer® lh 102 i.u. Plus blood collection tube has been found missing additive before use. The following has been provided by the initial reporter: customers have been returning them advising that they do not contain the lithium heparin.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for no additive with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to no additive as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® lh 102 i.u. Plus blood collection tube has been found missing additive before use. The following has been provided by the initial reporter: customers have been returning them advising that they do not contain the lithium heparin.